Event description:
A facility reported a cerelink microsensor needed to be replaced because it was not registering values. No additional information was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink microsensor was returned for evaluation; failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor or connector. Sutures attached to catheter material. Cerelink monitor reading was acceptable, icp express passed with reading 485. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Event description:
N/a.